Event description:
It was reported that the patient presented to the operating room for a device change out. During the procedure when removing the sense/portion of the lead from the device, insulation damage near the terminal pin was observed. The lead was tested within normal limits. The decision was made to keep the lead and monitor the patient. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.